Event description:
This report was received at the conclusion of an international pre-PMA prospective 5 year clinical study in which the last subject visit was completed in 2005. The clinical report indicates the band was explanted and replaced due to stomach/band slippage.